Event description:
It was reported that the patient had a sacral nerve stimulator and a spinal cord stimulator (scs). When both devices were active, the pain was not quire relieved with the foot pain.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).